Event description:
During a repeat ablation procedure for atrial tachycardia using a therapy cool flex ablation catheter, a pericardial effusion occurred. The pt underwent an atrial fibrillation ablation procedure two weeks prior and then presenting with atrial tachycardia, which was found to originate on the left side of the heart. Two transseptal punctures were performed. An agilis nxt introducer was used to advance the therapy cool flex ablation catheter and a swartz braided introducer was used to advance a non-sjm lasso catheter into the left atrium. After performing pulmonary vein isolation and ablation on the mitral isthmus, it was believed the atrial tachycardia was roof dependent, so the left atrial roof was ablated. After ablating the atrial roof for a time, the pt became hypotensive. An echocardiogram revealed a pericardial effusion and a pericardiocentesis was performed to stabilize the pt. The pt was discharged from the hospital with no further complications.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported pericardial effusion was procedural related. Per the IFU, vascular perforation is an inherent risk of any electrode placement.